Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified therapeutic procedure, it was found that the scope communication error e226 occurred. The procedure was completed with the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated, and there was no abnormality on the exterior. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is a possibility that an endoscope communication error has occurred between the otv-s300 and the endoscope, but the phenomenon was not reproduced and no abnormality was found in the operation of the device, so the cause could not be identified. If additional information becomes available, this report will be supplemented.